Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with constant failed self-test alarm and unable to communicate to bg meter or care link pro to verify down load anomaly due to a faulty y1 on the rf board. Unable to perform self-test and displacement test due to failed self-test alarm.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer blood glucose level was unknown. Trouble shooting was performed. The device will be returned for analysis.